Event description:
It was further stated that "last few infections have been at burr hole site as well as pocket," but it was unknown what event this pertained to. The information was also reported in manufacturer's reports #3004209178-2013-21565, 3004209178-2013-20039, and 30075662 37-2013-03854.

Event description:
It was reported that there was an infection near the burr hole and an explant was a required action. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).